Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the needle mechanism and the linkage assembly found no damage. No damages to the fluid path that would result in bleeding or bruising at the infusion site. The downloaded data shows no sign of a struggle during deployment.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Infection at insertion site b5: it was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient was taken to the emergency room and diagnosed with cellulitis. The patient was treated with 544 mg of clindamycin. H10: the device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 24 warnings: never use insulin that is cloudy; it may be old or inactive. Check the insulin manufacturer¿s instructions-for-use for the expiration date. Failure to use rapid-acting u-100 insu

Event description:
It was reported that a patient¿s blood glucose (bg) reached 322mg/dl while wearing the pod between 1 and 4 hours on the arm. While patient was reporting this pod for (bg levels are high), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.